Event description:
The complainant alleged that during a routine check by a clinician the device, the device would not charge and displayed "defib fault 78". The complainant indicated that there was no pt involvement in the reported malfunction.